Event description:
It was reported that the device had error code 6801. There was no patient use associated with the reported event.

Manufacturer narrative:
The physio-control evaluated the device and verified the reported problem. The field service representative replaced the patient parameters pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further investigated the returned assembly and determined the root cause of the reported problem was the capacitor c135 that was shorted.